Manufacturer narrative:
Event date: online review date used as the d.o.e. Product lot # not provided, therefore manufacture date is unknown. No sample or photos were provided to 3m for evaluation. Root cause of reported issue was not established. The 2-year complaint history was reviewed for the product's global sales code (gsc) of szp and reported failure. No trends were observed. 3m will continue to monitor. End of report.

Event description:
A consumer reported via an online review that they applied the referenced tape. Date, duration and location of wear were not specified. The tape was reportedly used to secure gauze. The consumer alleged they developed contact dermatitis due to tape use. No known allergies/skin sensitivities were specified. The consumer reported they used prednisone to treat the reaction. No further information was provided.